Manufacturer narrative:
The unit was last serviced/maintained by arjo on the 26th march 2009. Based upon the report and photographs received, the return of parts was not necessary. The lifter was manufactured in week 5 of 1996 and had a serial number (B)(4). The combi hanger bar was also manufactured in week 5 of 1996 and had a serial number of (B)(4). Photographic evidence shows both the jib and combi attachment are to the original design of 1993. (B)(4). In both cases there was no requirement for a mandatory product upgrade in the field, only a recommendation of its introduction to customers. It is therefore concluded the jib and combi hanger bar fitted to the lifter involved in this reported incident was to the original design standard. (B)(4). History indicates there have been no previous reported cases of this type over the past 4 years. The service procedure clearly states to check the security of the pin. (B)(4). Based upon the report and photographic evidence the jib and combi hanger bar fitted to this lifter is still to the original design standard of 1993 and has never been upgraded. With the evidence of the spring pin over depressed into the jib, this would indicate a bung (B)(4)) has not been installed. It is therefore concluded the combi hanger bar detached as a result of the spring pin being over depressed into the bore of the jib due to a missing bung preventing it from locking the combi hanger bar in place. This been confirmed by onsite testing. This confirms that neither the service procedure sp016 nor bulletin km019 dated october 1, 1999 were complied with. Customer to be advised the lifter must be brought up to current standard having the solid pin in the jib replaced with a new spiral pin, bung and spring pin fitted. Also the pintle sleeve replaced with a new one. Arjo to advise/retrain the service engineer to make sure that either a bung or the latest standard of jib is installed when working on any combi attachment. Also to recommend to customers the installation of the latest pintle sleeve with the additional locking screw.

Event description:
The facility reports when pulling the lifter away from the bedside, the combi 4 point hanger bar became disconnected from the jib. The hoist was removed from use and decontaminated. No patient was on the lifter at the time of the incident and no one was injured. An inspection was performed by an arjohuntleigh representative. The lifter was found to be in a fair condition, although the cover strip on one side of the lifter was damaged and needs to be replaced. The area around the combi attachment point was scored; the locating clip pushed inside the jib and the pin through the jib was loose and can be pushed out by hand. A bung that should be installed in the bore of the jib and located in place by the pin, was missing. Tests confirmed with the combi hanger bar installed on the jib, it could be pulled off the jib as the locking spring was not in position. No other faults were reported. Lifter and combi hanger bar have been quarantined at the facility. Photographs were taken of the jib and combi attachment and submitted along with the incident description form to the (B)(4).